Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a thin flap post flap creation. The surgeon was able to manage the flap and completed the laser treatment. A bandage contact was applied to the eye. The flap preset was at 130.&#62318; the preoperative cornea thickness was at 536.&#62318; the intraoperative pachymetry taken after flap lift was at 466.&#62318; there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The laser was successfully verified after the day of the treatment and showed no abnormalities that could have contributed to this event. A logfile review shows no relevant errors or relevant warnings that could contribute to the reported event. The energy and vacuum were stable during the treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The user operated the surgery with the recommended setting of energy. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).